Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/31/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one empty opened overwrap packet, one detached needle and one needle suture combination were received for analysis. The product code rs22 is double armed. Upon visual inspection of the detached needle, the closure channel area was noted to be as expected. The barrel hole was examined under magnification, and no suture remnant was noted. The force used to detach the needle from the suture could not be determined. In addition, the needle suture was visually inspected, and the closure channel area was noted to be as expected. The suture was examined along the strand and the insertion mark could be observed at the other extreme. A functional test was performed using instron equipment and the pull force was above the minimum requirements. Per the condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: ¿ what was the name of the procedure? --cervical cerclage ¿ what was the procedure date? --(B)(6), 2025 ¿ when did the suture break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify --during use on the patient the manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a cerclage procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. The lot of ip is unavailable. No adverse patient consequences were reported. Additional information was requested.